Event description:
A malfunction was reported by the customer regarding the pump. There was no reported adverse impact on the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and after the reset, the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if the malfunction code reappears.